Event description:
Pt has history of common variable immunodeficiency who complained of pain at the port a cath site. She developed cellulitis at the port site and plans were made for removal of the infected port a cath with replacement of it so she can continue to receive IV ig for common variable immunodeficiency. Pt was taken to the operating room on (B)(6) 2012 for removal of port a cath. Pre op diagnosis: infected port a cath. Procedure: removal of port a cath.